Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the gauge on the pneupac ventilator was out of specification. The following alarms were also activated: (1) patient circuit disconnect alarm, and (2) low pressure. The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: h10 - device evaluation results: one pneupac was returned for investigation in used condition. The device was received with a damaged label, and broken seals. The end caps on the small knobs were also missing. The customer reported product problem (guage out of specification) was confirmed during testing. The problem occurred due to a faulty manometer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.